Event description:
(B)(4). Event occurred in the united states. The patient reported that the tubing detached and experienced high blood glucose level. The site was at both legs. The infusion was in use for 1 to 2 days. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.